Manufacturer narrative:
Pump passed the self test, active current measurement, and displacement test. Pump received with high sleep current due to high resistance on the internal battery connector. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked battery tube threads, end cap address label, cracked case behind the pump at the corner of the belt clip rails, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer¿s blood glucose level was 202 mg/dl at the time of the incident. The alarm was not resolved. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.